Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was taken to the hospital via ambulance due to not responding to glucagon shot. Customer was hospitalized on (B)(6) 2016 with blood glucose of 23 mg/dl. Customer had no symptoms. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that insulin pump was showing excess bolus and customer did not recall programming bolus. Customer reported that insulin pump was exposed to MRI. Customer believed that insulin pump was over delivering insulin. Insulin pump passed displacement test. Customer was advised that insulin pump was working as designed and other things would need to be looked at.